Event description:
Smiths medical medfusion 4000 syringe pumps are failing on start up with a "super cap post" error. We experienced 13 failures (out of 240 pumps in the inventory)within 13 months of owning these devices. As of now, we have not experienced a failure during use. It appears this failure only occurs during boot up but our hospital is growing more concerned with these failures. These errors during start up are delaying care and could potentially threaten pt care especially if the device is intended for transport use and no other backups are available. We have contacted smiths medical about this issue and wanted to make sure other account were aware of this issue. The company is sending us replacement boards that are obviously using different components (same specifications but different hardware) as an intermediate fix to the "super cap post" error.